Manufacturer narrative:
(B)(4). Date sent: 9/16/2020. Additional information was requested and the following was obtained: approximately how long into procedure did the event occur? The surgeon was about to complete one part of surgery; laparoscopic adrenalectomy. The procedure was started on 10.24am and event occur @1300. What structure was the surgeon operating on when the event occurred? The was performing laparoscopic adrenalectomy. How did the user become aware of the breakage? What occurred to alert the surgeon? While surgeon was performed surgical procedure error massage was showing on harmonic machine that instrument need replacement. Instrument was handed over to scout nurse for replacement. When scout nurse checked the harmonic shears noted instrument tip was broken and a part of tip was missing. Were any other instruments or devices being used in the operating space (vicinity of harmonic device) at the time of the event? No. Is gen11 log available for retrieval? Not provided. What was the generator's power level during use? 5. What is the surgeon's experience with the device? The surgeon was experienced surgeon and his name was (B)(6). Throughout the surgery did the surgeon primarily use the advanced haemostasis button or the (grey) energy button? Not sure. Is the patient having any issues in relation to the pad being present within the body? No is the pad believed to be intra-abdominal or retroperitoneal? The pad was in patient right thigh. Harmonic not required pad. What is the patient's current status? Don¿t know, incident ID was (B)(4). Investigation summary. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The tissue pad was returned with signs of normal wear and firmly attached to the clamp arm. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No adverse to patient reported. Did the generator display any error messages and if so what were they? No reported. Did the device pass the pre-test? Yes. Had the device been working and then stopped? Device worked all the way through, only the fact that the pad peeled off/came off and fell into patient. That was when device was taken out and not used further. What procedure was this device used in/approx. Where did the pad fall into? Laparoscopic adrenalectomy/abdominal. As the pad was not able to be retrieved, did you close the patient up and leaving as is or are you going to reschedule to go back in to remove/retrieve? 2 further surgeries were performed (anterior resection and umbilical hernia) and no tip was located. There is no plan to return to theatre to retrieve the tip. Did you do any x-ray during the procedure to locate? No x-ray was performed due to the tip being the same size as the staples used, thus difficult to determine which is the tip and which is the staple. Patient¿s current condition? Stable. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: approximately how long into procedure did the event occur? What structure was the surgeon operating on when the event occurred? How did the user become aware of the breakage? What occurred to alert the surgeon? Were any other instruments or devices being used in the operating space (vicinity of harmonic device) at the time of the event? Is gen11 log available for retrieval? What was the generator's power level during use ? What is the surgeon's experience with the device? Throughout the surgery did the surgeon primarily use the advanced hemostasis button or the (grey) energy button? Is the patient having any issues in relation to the pad being present within the body? Is the pad believed to be intra abdominal or retroperitoneal? What is the patient's current status?current patient status a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic adrenalectomy/abdominal the tip of a harhd36 fell off into the patient. The team was unable to retrieve the missing tip.